Manufacturer narrative:
The stem was not returned for evaluation, as it was left in-situ during the revision. The device was used in the treatment of a disease. No lab reports or other medical documentation have been provided to indicate the presence and/or degree of infection. Product compatibility was reviewed with no issues noted. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of (B)(4). Therefore, it is not suspected that the device caused or contributed to any patient infection. Review of device history records relayed that the stem manufacturing lot was sterilized per specifications. No additional complaints have been received from the stem's manufacturing lot.

Event description:
It is reported that the patient was revised due to infection.